Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump displayed alert 38 followed by an ¿unable to proceed¿ message and repeatedly presented the restart 38 alert during attempts to restart and perform a supply change, after which the device was deemed nonfunctional and a replacement was issued. Symptoms included no reported changes in blood glucose and no adverse clinical effects. Outcomes included device replacement and instructions to shut down the device, return the original unit with a provided label, and initiate the standard startup process on the replacement; the user was advised to continue cgm monitoring with dexcom as needed. Investigation included remote troubleshooting and review of device performance indicators. Investigation of this device revealed a suspected consecutive stalled motor alarm consistent with an internal pump motor malfunction impacting the insulin delivery mechanism, and the device was considered unreliable for continued use. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical malfunction of the motor assembly leading to a restart alarm condition. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.